Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Noted on the form: "swap out poly." Spoke to rep. Reason for revision was suspected infection and a torn patella tendon. An I&d was performed and a 5x10 cs insert was revised to a 5x9 cs insert. Rep provided usage sheets from current and prior revision and confirmed that no further information will be released by the hospital or surgeon.